Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomena could not be identified. [Consideration] it was unable to specify the cause of the reported phenomenon. From the investigation result, it was presumed the following. -brushing method by user facility may be different from the one recommended by IFU. -it may be insufficient training on device handling, reprocessing steps when returning device for repair and normal reprocessing steps in accordance with IFU. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was inspected at olympus (B)(4). Olympus (B)(4) confirmed the reported phenomenon which may have caused by insufficient cleaning. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found there was the foreign object on the forceps elevator of the subject device. The subject device had been returned to olympus (B)(4) for repair of the malfunction of the angulation knob and the snaky insertion tube. The occurrence date of the event is unknown. There was no patient injury associated with this report.